Event description:
Customer reported the system shut down after taking an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a system calibration. System operates as intended.